Manufacturer narrative:
The date returned to manufacturer was documented as (B)(4) 2015 in the initial report. It has been updated to (B)(4) 2015. The date received by manufacturer was documented as (B)(4) 2015 in the initial report. As per communication with the affiliate, it was determined that the date received by manufacturer on the initial report is (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed the reported condition. The assignable root cause was determined to be due to normal wear and strain from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the chuck with key device seized and was heavy moving. It was further determined that the attachment had a worn chuck head and bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.